Event description:
It was reported that during the implant procedure there were "bad thresholds measured." The physician could not "unscrew the lead" when attempting to reposition the lead. The lead remained implanted, but not in use. A new lead was implanted for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).